Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 10 months postop the initial implant, this 56 y/o female patient had a ltka revision due to infection. All implants were removed. Patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: logic stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Lgc tibia ps rbk insrt sz 3 9mm (cat# 02-012-38-3009 / serial# (B)(4)). Threaded pin size 2.3 collared (cat# 521-78-23 / serial# (B)(4)). Threaded pin size 3.0 collared (cat# 521-78-32 / serial# (B)(4)). Logic post. Aug. Block size 3, 5mm (cat# 02-010-06-0531 / serial# (B)(4)). Lgc tibia rbktray cem sz 3f/ 2t (cat# 02-012-43-3020). Three peg patella 35mm (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 months postop the initial implant, this (B)(6) y/o female patient had a ltka revision due to infection. All implants were removed. Patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by hospital.